Manufacturer narrative:
(B)(6). Date returned to manufacturer is unknown. The date of investigation was used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had under fill; caused no serious injury medical intervention.